Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics were not provided. The customer indicated 34 incidents have occurred while the devices were in use. Seventeen such events have previously been reported via medwatch submissions by the manufacturer starting in (B)(6) 2019. This event represents one of the additional 17 events recently reported. They suspect that possible recalibration of the devices may be related to the events. The customer leases their devices from a third-party medical equipment rental agency that services the devices. The devices are not expected to be returned for evaluation at this time.

Event description:
It was reported that there have been potential ¿overinfusion / IV fluid bags found empty too soon / potential medication error¿ events that have occurred over time since (B)(6) 2019. Specific event information was not provided, including specific device identifiers, patient information, dates, IV solutions/medications.